Event description:
The customer reported issues with the ECG pausing on the workstation and on the boom since recent software upgrade to 1.5.19.0327. This has been interpreted to mean that the ECG signal was frozen or not updating during this time. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported issues with the ECG pausing on the workstation and on the boom since recent software upgrade to 1.5.19.0327. This has been interpreted to mean that the ECG signal was frozen or not updating during this time. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.